Event description:
The reporter stated the surgeon inserted an aa4203tf toric silicone single piece lens and the lens tore. The incision was enlarged to remove the lens and sutures were required to close the incision.